Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the instrument tips was still grip soft tissue and can¿t control by surgeon." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument release kit (irk) was not used upon removal. Additional information not reported by the site: the instrument was found to have mechanical indentations on the bipolar yaw pulley. The conductor wires also exhibited damaged insulation. The mechanical indentations and damaged insulation were both located at the grip-crimp location at the distal tips. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. System log investigation: a review of the instrument log for the fbf (420205-15/n11181004601) has been performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 5th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a non-recoverable error 40006 displayed as the surgeon was using the fenestrated bipolor forceps instrument. The instrument was gripping onto soft tissue, and the instrument could not be controlled. The surgical staff pressed the emergency button and used the instrument release key (irk) to release the instrument tips. The instrument was taken out of the patient¿s body safely. The system was redocked and restarted and then the error cleared. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury.